Event description:
It was reported, by the patient, that they underwent a laparoscopic ventral rectopexy on (B)(6) 2012 and mesh was implanted. The patient states that since the procedure they have suffered continually with chronic pelvic pain, nausea, extreme bloating in the stomach area, intense spasm in the stomach area and continual tiredness and weakness on a daily basis. They have been unable to return to their employment and have no quality of life. Additional information was not provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.